Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely a high-energy treatment device was used without ensuring a sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the plastic distal end cover on the gastrointestinal videoscope was burnt. There were no reports of patient involvement.